Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: the pump's black box showed no evidence of short battery life. Battery related alarms were observed as a result of a discharged battery being used. The battery compartment was cracked from the threads down to the sealing on the side. A leak test failed due a battery compartment leak. The pump's current draws were within specifications.